Event description:
It was reported that an ilet user observed the pump display showing three lines with no sensor glucose readings for several minutes, while the dexcom g7 app continued to show readings, after which the pump resumed displaying values; general education on future g7 pairing was provided. Symptoms included no reported adverse clinical effects or blood glucose impact. Outcomes included no alerts, no alarms, no hypoglycemia, no hyperglycemia, and no need for medical care. Investigation included troubleshooting and education focused on sensor-pump communication and pairing workflow. Investigation of this case revealed a transient signal loss between the dexcom g7 and the ilet with subsequent automatic recovery, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption.